Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the silicone gasket in the 511o trocar tore. The surgeon was able to complete the case. There was no consequence to the pt.